Event description:
It was reported that noise episode was detected through secure sense algorithm. The lead remains implanted.

Event description:
New information received notes that the lead was capped and replaced. The patient was in good condition following the procedure.

Event description:
New information received notes that an alert for high ventricular impedance was received. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.